Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. Visual inspection revealed one bent pin in the ablation connector port and the cause of the damage remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the svt procedure, distortion issues resulted in a procedural delay. Distortion was observed on the ablation catheter. The catheter and cables were replaced but the issue was not resolved. It was noticed that there were bent pins on the ablation port on the amplifier. The amplifier was replaced to resolve the issue. The procedure was completed with no adverse consequences to the patient.